Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of the reported pain and the polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Prosthesis wear on the patella component could not be confirmed from the provided image. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 65 y/o female patient's right knee was revised. Patient complained of pain. Surgeon replaces the patella and insert. Patient was last known to be in stable condition following the event. No other patient information/medical history provided. Product not returning - chain of command. Photos & x-rays received.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.